Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 60 was annunciated and present in the notifications menu. The device was opened and a known-good hoverboard was installed; alert 60 was cleared and device operated as intended. The issue was determined to be caused by a hoverboard issue and will need to be replaced.

Event description:
It was reported that the patient experienced an alert 60 related to bluetooth communications, restarted the ilet multiple times including with the agent, the alert reoccurred, and a replacement ilet was provided; during the outage the patient¿s cgm was disconnected for multiple hours and the patient recorded a blood glucose of 360 mg/dl and transitioned to subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included no noted health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device that affected bluetooth communications. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.